Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The spouse reported that the patient sought emergency care after wearing the pod on the abdomen for 5 to 24 hours. The patient experienced high blood glucose at 38 mmol/l (684 mg/dl) and ketones at 3.8 (units not provided) along with symptoms including agitation and feeling "bad." The physician diagnosed diabetic ketoacidosis, removed the pod, administered three insulin injections (8, 8 and 5 units), and provided three bags of saline. A daily long-acting insulin (lantus) was prescribed. Patient was discharged after 14 hours.